Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2015. The electrode array was inserted, and then physician received an unsuccessful cavity integrity assessment (cia) test. A hysteroscopy was performed and the physician visualized a "perforation in the mid of the (uterine) back wall". No intervention was required. The procedure was aborted and the patient discharged home. A hysteroscopy, dilatation, and sounding with a metal sound (not logic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. (B)(4).